Event description:
It was reported to boston scientific corporation that an accumax laser fiber was used during a lithopaxy procedure on (B)(6) 2013. According to the complainant, during the procedure, the tip of the fiber detached inside the patient and was removed using a grasping forceps. The procedure was completed with another accumax laser fiber. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4).